Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. Root cause could not be determined. All information reasonably known as of 20-nov-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the enteral feeding "catheter" was stuck inside of the patient. Additional information received 26-oct-2024 the patient was unable to remove the catheter easily the first several times that she tried. The patient had surgery tuesday, (B)(6) 2024 in the afternoon and attempted to remove the catheter friday morning, (B)(6) 2024. After two separate times spending 1 hour using hot compresses, the patient was able, still not easily, to pull out the catheter. The patient noted "it looked nothing like the videos of removing your catheters available online." The patient went to the local urgent care and they told her they "weren't sure" they could help her. The patient went home to await a call from my doctor's office and began the second round of hot compresses after receiving a call from a company representative. Additional information received 29-oct-2024 stated it was an onq catheter that was stuck. The patient applied warm compresses and it finally "came out." The patient stated that "she was feeling claustrophobic with it in and went to urgent care to get it out, but they were not sure they could get it out."